Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and the right atrial (ra) lead exhibited high out of range impedance measurements of greater than 2000 ohms. It was noted that the right ventricular (rv) lead had exhibited an increase of pacing impedance measurements and had also reached greater than 2000 ohms. A revision procedure was performed where the leads were explanted and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed into two segments approximately 11.5 centimeters from the terminal pin. Visual inspection found that the polyurethane tubing appeared melted from electrocautery or deformed by explant suture and the cathode coil was stretched and fractured at approximately 16 cm from terminal pin. Analysis determined this observation occurred at the explant procedure. Calcified body fluid was also observed on the distal tip of the lead. Analysis noted that depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.